Event description:
A malfunction alarm labeled as "malf 1" was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support (cts) in resetting the pump, but the malfunction persisted. The customer reverted to an alternate method of insulin therapy.